Event description:
Olympus was informed via service request by the sterile processing manager at the user facility that during reprocessing, the customer dual channel semi-rigid ureteroscope reportedly was found to have ¿broken rod lens and the shaft is bent¿. No death, injury, or harm to the patient or other was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿ reported issue, the distal objective cover glass lens is cracked and the outer tube shaft is bent. The image is blurry. No moisture was found. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported event occurred due to excessive use. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.